Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6), 2011. According to the complaint, the balloon never inflated. It was confirmed that the balloon did not burst, but they found injection contrast leaking from the balloon. They confirmed that there were no sharp objects in the area of dilatation and that no pieces of the device detached inside the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Corrected investigation results: visual examination of the returned device found no damage to the catheter of the device. However, through functional testing it was revealed that a pinhole was present in the balloon material. The investigation results are consistent with the event description. The reported defect of balloon leak and inflation difficulty was confirmed, as a pinhole was noted to the balloon material. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2011. According to the complaint, the balloon never inflated. It was confirmed that the balloon did not burst, but they found injection contrast leaking from the balloon. They confirmed that there were no sharp objects in the area of dilatation and that no pieces of the device detached inside the patient. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of balloon hole in material. Preliminary investigation results: visual examination of the returned device found no damage to the catheter of the device. However, through functional testing, it was revealed that a pinhole was present in the balloon material. The investigation results are consistent with the event description. The reported defect of balloon leak and inflation difficulty was confirmed, as a pinhole was noted to the balloon material. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.